Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued. Correction: new information on b5 added.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new rv lead was successfully implanted. No additional adverse patient effects were reported.